Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during an initial procedure, a reamer and tri-driver broke. No parts or pieces fell into the patient. There was no surgical delay. The devices were returned.

Event description:
The reamer got stuck in the shaft couldn¿t be removed. It didn¿t affect the case outcome or patient outcome. Patient was last known to be in stable condition following the event. This event is no longer considered to be a reportable event as no device fracture occurred.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5 after review of additional information received the following section, was corrected accordingly: h1 -type of reportable event.